Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an event where the infusion set tubing came apart. The site of insertion was right abdomen. The location of detachment was reported to be site. There was no stress or pull reported on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.